Event description:
Event description guidant received information that, one day post implant, both leads had dislodged. The ventricular lead exhibited a loss of sensing and the impedance has decreased by 200 ohms. The atrial lead has is sensing ventricular events.